Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was over 230 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that on the night prior, the up button was not working, and he found in the morning that none of the buttons worked now. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to a half locked keypad connector. Slight moisture damage to the keypad traces was also noted during the visual inspection. The functional testing could not be performed due to the unresponsive keypad. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.